Event description:
A (B)(6) old male pt contacted zoll customer support to report that his monitor was showing service code 204 and was resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor was resetting. The cause of the constants resets in an intermittent connection at the digital signal processor (u500). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement monitor.